Event description:
It was observed that during the device evaluation, the colonovideoscope jet tube, air/water tube, and air/water cylinder exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of foreign material in the in the auxiliary water channel, air/water channel and air/water cylinder was confirmed. It is unknown whether the reprocessing was conducted in accordance with the instructions for use. Based on the results of the investigation, a definite root cause that led to malfunction could not be identified. However, it is presumed the reported fault was likely a result of insufficient reprocessing. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.